Event description:
Apex tibial baseplate, insert and locking bolt revision after 5 years due to loosening.

Manufacturer narrative:
(B)(4). Initial report. The appropriate device details were provided. The manufacturing records will be identified and reviewed. Additional information was requested, such as xrays, operative notes, patient activity level and medical history, did the patient experience any trauma, did patient follow correct post-op protocol and an update on the patient post revision. Conclusions will be provided in a supplemental report. Please note: the submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Apex tibial baseplate, insert and locking bolt revision after 5 years due to loosening.

Manufacturer narrative:
(B)(4) final report the manufacturing records were identified and reviewed on the revised parts. . Parts from kc-53000 lot 28555 and kc-36034 lot 24596 conformed to material and dimensional specifications at the time of manufacture. A concession was raised on kc-2204r lot 26072 on a dimensional non-conformance which would not affect the functionality of the implant. It is the first time that loosening is reported on parts from this batch. Additional information, such as xrays, operative notes, patient activity levels, medical history, did the patient experience any trauma, and an update on the patient post-revision were requested on (B)(4) 2023 june and july. No additional information was provided. Based on this, no further investigation can be performed. The root cause remains unknown and this case is now considered closed. If additional information is provided, the case may be reopened. Please note: the submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.